Manufacturer narrative:
Reported event an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial baseplate. The baseplate and insert were revised. Rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.